Manufacturer narrative:
Device evaluation summary: during evaluation of the sample the gel contained inside of the implant was fragmented without compromised the shell integrity. No other anomalies were discovered. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation (cpg-clinical study) with mentor memoryshape¿ mm 280cc, breast implants which the report indicated asymmetry issue. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog 3503504 bc, serial number (B)(4), and right replaced with catalog number 3503004bc, serial number (B)(4) on (B)(6) 2019, this report is for the right side.